Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No button error alarm noted. All buttons functioned properly. Device had corroded keypad traces. Device was received with battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act button was not responding. Blood glucose value was over 600 mg/dl. Customer stated she had the device in a hornet on bra strap. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.